Event description:
Pt treated with rib plating procedure in (B)(6) 2011 returned to surgeon on an unk date. Examination revealed a broken rib plate. Pt was returned to operating room on (B)(6) 2012 for removal of broken hardware and revision to another plating fixation. When surgeon began removing the broken plate and 6 unk screws, he determined that fusion had taken place, and replating would not be necessary.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.